Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 451 mg/dl while wearing the pod. The patient was treated with chest x-rays, labs, and IV fluids. She was told she had a bladder infection and sinus infection while wearing the pod and were not diabetes related.